Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that this inflatable penile prosthesis (ipp) was difficult to inflate, as the patient experienced significant difficulty squeezing the pump and expressed dissatisfaction and frustration with the device. The physician also noted that the pump was hard to manipulate. The suspected cause of the pump issue was that the pump had been partially emptied after surgery due to pain, and that after the fourth postoperative week, the pump became increasingly difficult to press. A follow-up appointment was scheduled for further evaluation. There were no further patient complications reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Based on the information available the cause that contributed to the reported event cannot be established, so a conclusion code of unable to exclude device problem was assigned to this investigation.

Event description:
It was reported that the day following this inflatable penile prosthesis (ipp) implant procedure, the patient experienced penile pain and difficulty voiding, and the cylinders were noted to be inflated greater than 70%. The device was then deflated to approximately 70%, which is the standard postoperative setting, to relieve pain. At subsequent follow-up appointments, the patient initially reported no pump malfunction, and cycling education at the two-week visit was completed successfully; however, the patient reported significant discomfort and did not cycle the device regularly. At a later follow-up, when the device had not been cycled consistently, increased firmness of the pump was noted, resulting in difficulty inflating the ipp. A computed tomography (CT) scan confirmed that all components were intact and properly positioned, and the device was able to inflate with good rigidity despite the increased pump firmness. Due to the patients persistent dissatisfaction, a replacement procedure was scheduled. No additional patient complications were reported.